Event description:
As reported, the sealant sleeves of a 6/7f mynx control vascular closure device (vcd) was cracked. The damage was noted while inserting into the unknown sheath. Hemostasis was achieved by manual compression for twenty minute. There was no reported patient injury. Excessive force was not used to insert the device into the unknown sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation, the cartridge assembly sleeves are kinked exposing the sealant.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 6f/7f mynx control vascular closure device (vcd) was cracked. The damage was noted while inserting into the unknown sheath. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. Excessive force was not used to insert the device into the unknown sheath. The femoral artery¿s suitability was verified on angiography0, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that button #1 and button #2 were not depressed. The procedural sheath was not returned. The syringe was connected to the device, and the stopcock was set in the open position. The balloon was not inflated. The sealant was in its manufactured position, saturated with blood. The cartridge assembly sleeves were kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other significant details were noticed. The slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was measured and verified, and the dimensional analysis result was found to be within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. The cartridge assembly was inspected with a vision system to obtain a magnified image, revealing that the cartridge assembly sleeves had a severe kinked condition, exposing the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracked conditions noted; however, a kinked/bent condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.